Event description:
It was reported that the patient had undergone a planned inflow cannula revision. They had been experiencing low flow alarms, dizziness, and lightheadedness when standing. An echocardiogram showed the inflow cannula directly pointing at the septum. A laying, sitting, and standing echocardiogram was performed revealing more septal interference with the inflow cannula when the patient was standing. The team tried to medically manage via increasing fluid intake, keeping their left ventricle (lv) more full, rate control, less septum mobility, and blood pressure control; the speeds were also reduced to 4800 rpm to attempt to keep lv more full. Despite medical and speed interventions the patient was still symptomatic. The team then decided to surgically intervene. On (B)(6) 2022, the patient underwent inflow cannula repositioning. They were brought to the operating room (or), opened via a sternotomy, and then placed on a cardiopulmonary bypass (cpb). All of the outflow graft and driveline above the diaphragm were dissected. Multiple repositionings of the pump were attempted via anchoring on the driveline bend relief as well as anchoring the lower end of the bend relief to patient's rib. Final anchoring was determined under echocardiographic imaging with minimal improvement of inflow velocities. It was challenging to achieve more improvement due to the initial lateral placement of the sewing ring. The patient was last in the intensive care unit (ICU) stable and recovering. The left ventricular assist device (lvad) had pump speeds of 4700 rpm with flows at 3.1 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported inflow conduit misalignment could not conclusively be established through this investigation. The evaluation of the submitted x-ray images confirmed the inflow conduit misalignment. The account submitted x-ray images from 09feb2022 (before the inflow cannula revision) and 31mar2022 (after the inflow cannula revision). The images confirmed that the pump was pointed towards the septum on 09feb2022 and was repositioned away from the septum on 31mar2022. The submitted log files captured transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The estimated flow was captured below the 2.0 lpm threshold 4 times on 31mar2022, which appeared to be around the same time as the inflow cannula revision. No other atypical events were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. D, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D5: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 03jun2025 that the inflow cannula was malpositioned at the time of implant. The reported attempt to reposition was without success. The patient had a long post-operative course after attempted reposition and was noted to not be compliant with medical regimen.